Event description:
It was reported the pt died. The reporter stated the "death was not pump related". The specific cause of death will not be determined until results of toxicology and histology tests are completed. A follow-up report will be submitted if additional info becomes available.